Manufacturer narrative:
Product analysis: during visual analysis, no problem was detected on the ibt. During functional analysis it was possible to inflate the balloon, but a loss of pressure was noted. After further analysis, the presence of a very small spraying hole on the distal peak was noted. Conclusion: based on the information provided, visual and functional analysis, the most probable root cause of the balloon rupture is attributed to the contact of the balloon with bone splinters during surgery.

Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure, the balloon ruptured and had a hole in it. The procedure was completed successfully using the original product.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.